Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge was giving a burning smell when turned on and spinning the blood, case was not able to be completed, patient needed to be rescheduled to have the blood drawn again.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and additional field input¿arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to wear-and-tear¿related degradation incurred over time. The subject device is a refurbished product; therefore, the reported odor is considered consistent with normal aging and cumulative use in the field.